Event description:
It was reported that the patient had syncope. It was also reported that the implantable pulse generator (ipg) had high output. The ICD will be replaced however, the ICD currently remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.